Event description:
It was reported that 1 to 1.5 weeks prior to the report the patient had signs of infection at the pocket site. The infection was clearing up. The patient had seen an infectious disease doctor. As of january 8th there was no sign of infection.

Manufacturer narrative:
Upon further review the stimulator serial number was changed based on explant dates. Corrections were made to the information regarding the device.

Manufacturer narrative:
Concomitant: product ID 97740, serial# (B)(4), product type programmer, patient. Product ID 3 9565-65, serial# (B)(4), implanted: 2014-(B)(6), product type lead. Product ID 37752, serial# (B)(4), product type recharger. Product ID 74002, lot# n226320, implanted: 2010-(B)(6), product type adapter. Product ID 7495lz66, serial# (B)(4), implanted: 2002-(B)(6), product type extension. Product ID 37743, serial# (B)(4), product type programmer, patient. Product ID 7495lz66, serial# (B)(4), implanted: 2002-(B)(6), product type extension. Product ID 3487a-33, lot# j0228136v, implanted: 2002-(B)(6), product type lead. Product ID 3487a-33, lot# j0225568v, implanted: 2002-(B)(6), product type lead. (B)(4).